Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing needle guard is inconclusive due to the state of the returned sample. One 20 g x 0.75 in. Safestep infusion set with a valved y-site and what appears to be its original packaging were returned for evaluation. An initial visual observation showed no obvious evidence of use. The packaging was observed to be returned open. A white dust cap was returned on the luer hub of the sample; however, no needle guard was observed on the returned sample or within the returned packaging. The foam pad of the safety mechanism was observed to be damaged. A microscopic observation revealed no damage on the need tip; however, a white residue was observed on and just within the bevel of the needle. The opened state of the packaging made it difficult to assess when and where the needle guard went missing. Possible causes include improper kit packaging and misplacement of kit components after opening. A lot history review (lhr) of asdvs0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after open the package, it was found no needle cover inside the package.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after open the package, it was found no needle cover inside the package.